Manufacturer narrative:
"The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump screen became unresponsive, allowing unlock but preventing interaction with back, home, and alert icons, and the user could not shut the device down; a replacement device was provided and the user transitioned to the new unit, with instructions to return the original. Symptoms included no patient injury or adverse physiological effects. Outcomes included replacement of the device and continued diabetes management using the cgm and new ilet. Investigation included customer service troubleshooting and logistical review of shipment and return arrangements of device. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.